Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown while the customer was attempting to deliver a bolus. When the pump turned back on the touchscreen was noted to be unresponsive to presses. In addition, it was reported that the pump time was 1 hour off and the pump was giving off a "high pitched whirring noise". Customer had elevated blood glucose (bg) level (496 mg/dl). Customer delivered manual injections to bring bg levels back to target range.

Manufacturer narrative:
The investigation has been completed and the reported unexpected reset and pump time issue was confirmed. The reported touchscreen and pump beeping issue was unable to be verified. In addition, a different issue was also found.